Event description:
The weld allegedly broke on the unit. The unit was not in use at the time. No injury is alleged.

Manufacturer narrative:
RMA 859510181 was initiated for the return of this device. Model rpl-600-2 lift uses owners manual part no. 1145810 rev a - (B)(6) 2006. It is unknown if the consumer has fully read and understands the owners manual. The following warning is provided on page 13 - "warning: section 1 - general guidelines contains important information for the safe operation and use of this product. Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. It is unknown if the consumer was making adjustments to the mast., it is unknown if they were following the instructions on pages 18 - 19. Not following these instructions may cause the mast mounting bracket to break. The following instructions are provided: page 18 -19 "assembling the boom actuator" 'note: for this procedure, refer to figure 2.3. Remove the shoulder bolt, washer and nut from the mounting bracket on the boom assembly. Unpack the pinch guard from the patient lift carton. Note: the bottom of the boom actuator assembly will already be assembled to the mast mounting bracket. Cut the plastic-wrap that secures the boom and mast together. Lift-up on the boom and place it on your left shoulder. Let the boom actuator rest on shoulder and rotate the shaft extension of the actuator assembly until it lines-up with the mounting holes in the boom assembly. 6. Place the pinch guard over the shaft extension of the boom actuator. 7. Align the holes of the boom assembly mounting bracket with those of the boom actuator and insert the bolt. Secure with nut. Note: be sure that the bolt is completely through the holes of the boom assembly mounting bracket and the actuator assembly. The boom assembly will pivot easily if the mounting hardware is aligned properly when the boom assembly is secured to the mast." It is unknown if the consumer overtightened the bolts on mast mounting bracket. The following caution is given on page 13 and page 19. "Do not overtighten the nut and bolt. This damages the mounting bracket."